Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) conducted a service call with the customer over-the-phone to address the reported event. Fse instructed the customer to cut off approximately 1/4th inch of old tubing and reinstall on the bf probe 2 securely. Fse then instructed the customer to place a small tie wrap over the tubing and secure it as much as possible. The customer initialized the instrument without any issue. Customer is now running samples without any errors. The instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the installation date of (B)(6) 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: the 2240 bf probe 2 purge failure- cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The most probable cause of error 2240 bf probe 2 purge failure was due to the tubing separating from the bf probe.

Event description:
A customer reported error 2240 bf probe 2 purge failure from a bead being stuck to the tip with the aia-900 instrument. The customer discovered the tubing separated from the top of the probe. The customer reconnected the tubing and primed the wash probe successfully but was concerned about the security of the tubing. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of troponin (ctnl2) and creatin-kinase mb (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.